Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) powered down. Upon reboot, a message was displayed stating that a windows file was missing and was unable to launch the cns software. They were not able to launch the software back up. The cns was monitoring bedside monitors (bsms). No patient harm or injury was reported. Investigation summary: the complaint device had been in service since 12/29/2010. The mu-971 cns model has been sunsetted. A review of the history of the serial number identified no other reports of the issue. Based on the available information, a definitive root cause could not be identified. However, it is possible that the software of the device had been corrupted after it unexpectedly shutdown. Possible causes of the unexpected shutdown are power loss, and hardware failure. Power loss may occur due to power outages, generator tests, and failure of the hardware and power related devices. Hardware such as the hard disk drives (hdds) and power supply may fail due to wear and tear, and unexpected shutdowns. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may also damage the electronic components of the device. These electronic components may deteriorate through time and may wear from continual use and may require proper maintenance.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered down; and upon reboot, it stated that there was a windows file missing. They were not able to launch the software back up. The cns was monitoring bedside monitors at this time. They stated that they knew that these cns models were officially sunsetted and that their facility was working on securing new central nursing stations. They will set up a spare cns from the biomed work shop and will call back if they need assistance. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered down; and upon reboot, it stated that there was a windows file missing. They were not able to launch the software back up. The cns was monitoring bedside monitors at this time. They stated that they knew that these cns models were officially sunsetted and that their facility was working on securing new central nursing stations. They will set up a spare cns from the biomed work shop and will call back if they need assistance. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following is not regarding the device information for the MDR itself, but was to explain why this report is not late. This is being submitted after emailing (B)(6) at emdr@FDA.hhs.gov. 300225740 MDR initial MDR 00706 was due on (B)(6) 2020 and submitted on (B)(6) 2020 and below is the initial acknowledgement. Messageid: <7160039.34.1606258121926@bh9c1g2> coreid: ci1606258124937.1737657@fdsuv08640_te2 datetime receipt generated: (B)(6)2020, 17:49:20 "cdrh has received your submission" however, the 2nd and 3rd acknowledgements were not received until (B)(6)2020 and was advised to submit a supplemental report to explain this, and I would appreciate it if you could note on your side that this initial MDR was not a late submission. Thank you.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered down; and upon reboot, it stated that there was a windows file missing. They were not able to launch the software back up. The cns was monitoring bedside monitors at this time. They stated that they knew that these cns models were officially sunsetted and that their facility was working on securing new central nursing stations. They will set up a spare cns from the biomed work shop and will call back if they need assistance. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered down; and upon reboot, it stated that there was a windows file missing. They were not able to launch the software back up. The cns was monitoring bedside monitors at this time. They stated that they knew that these cns models were officially sunsetted and that their facility was working on securing new central nursing stations. They will set up a spare cns from the biomed work shop and will call back if they need assistance. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered down; and upon reboot, it stated that there was a windows file missing. They were not able to launch the software back up. The cns was monitoring bedside monitors at this time. They stated that they knew that these cns models were officially sunsetted and that their facility was working on securing new central nursing stations. They will set up a spare cns from the biomed work shop and will call back if they need assistance. No patient harm was reported.